Event description:
Additional information was received. It was reported that the problem was corrected after the manufacturer replaced the controller. The patient noted that the steps taken to resolve the stimulation turning off by itself and needing to charge the ins more often than expected was that the first controller was defective. The patient wrote that the issue has been resolved and they have to charge twice a day because of higher settings to stop pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they have had nothing but trouble with their controller since they got it, and said the controller was doing things it shouldn't do. Pt said one of the main issues was that they would go to charge the implant (implant would start at 30%) but then a couple minutes later they would unlock the screen and the screen would say "complete" even though implant was only 40%. Pt also said they turn stimulation (stim) down at night (pt mentioned they didn't get the automatic switch - this was understood as adaptivestim - put in until october 12th) but this morning they went to turn stim up and the controller said stimulation is off (pt said implant was still 40%). Pt said they tried and tried but couldn't get stim back on so they had to reset controller, and even after reset had to work on it by just hitting the stimulation on button and finally stim came back on. Pt also said the screen would just freeze up, and they would call their manufacturer representative (rep) and be told to reset the controller. When asked, the pt said the screen would freeze anytime: when charging, when they get up in the morning, when trying to change programs. Pt said they've had to reset a total of 4 times, and said they should have to reset controller that often to get controller to function correct. Pt mentioned when they got the implant, their rep said that the pt might have to charge a couple times a week, but the pt actually has had to charge every day. It was reviewed how settings/usage affect recharge frequency. Pt unlocked the controller during the call and was able to use the top white button to turn stim on. An email was sent to the repair department to replace the controller. No symptoms were reported.